Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient experiences a shocking sensation with normal use. It was found that the patient has a short between contact #8 and #9 which was causing the issue. A surgery is planned to test the lead and replace extension if necessary, with the issue not resolved at he time of the report. The patient status is alive - with injury. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.